Event description:
After undergoing an airway intubation in preparation for spinal surgery, the patient had bleeding from a rupture in the tonsil area. The patient required one stitch, and then was fine. The physician had attempted intubation with a standard macintosh blade, but could not place it. So the intubation was completed using a glidescope with a gvl 3 stat (sterile, disposable, single use laryngoscope). The physician did not know if the injury occurred with use of the standard macintosh blade, or the gvl 3 stat. Ref # MFR 9615393-2014-00008.